Event description:
Further information received from the patient that the vns device worked very well for her prior to the battery depleting as her depression was medication resistant.

Event description:
The patient reported that her depression was worsening and believed it to be due to her vns battery being low or depleted. A battery life estimation was performed and resulted in approximately 1 to 2 years until the neos status based upon the available programming data. Attempts for information have been made, but no additional relevant information has been received to date.